Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and supplemental report will be filed.

Event description:
The patient reported that they compared their teladoc blood pressure monitor's reading to a simultaneous manual reading performed at their doctor's office by a nurse. The doctor's manual reading was 135/85, and the teladoc monitor provided a reading of 158/101.